Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive and noted condensation behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/21/2013: the device was returned to animas and evaluated by product analysis on 07/25/2013 with the following results: there's no visible damage to the keypad. The down button has an intermittent response. Removed the keypad and found contamination under the up, down, & contrast button contacts. Unrelated to the complaint, moisture can be seen behind the display lens. Performed a leak test and found a leak due to a cracked pump case. Opened the pump case and found moisture inside pump case.